Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted at a3p3. A second clip was implanted on the lateral side of a3p3 however post deployment it was noted the posterior leaflet was damaged. The procedure was completed with the mr remaining at 3-4. Two days post procedure the patient underwent mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported effects of mr and tissue injury are listed in the mitraclip g4 clip delivery system and steerable guide catheter instructions for use and are known possible complications associated with mitraclip procedures. Based on available information, the cause of the reported tissue injury could not be determined. The reported mr appears to be a cascading effect of tissue injury. The reported hospitalization and surgical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.na.